Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an extension set with wide-bore tubing in which the tubing was damaged. According to the report, while connected to a patient it was noted that there was a hole near the connector at the top. There was no patient injury or medical intervention associated with this event. No additional information is available.